Event description:
It was reported by the patient that "I seem to be rejecting the pacemaker." The patient was noted to have had prior devices that had eroded through the skin. The patient indicated that this device was implanted in a mesh bag behind the muscle. The patient indicated that the pacemaker "seems to move when I sleep and there is a stinging and hot sensation." Follow up with the physician did not obtain any additional information as the patient had not been seen. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).